Event description:
Per complaint (B)(4), a patient presented with an active distobuccal sinus tract four weeks after placement of their dental implant. Bleeding, infection, pain, bone loss, and wound dehiscence were also reported. The implant and all granulation tissue were removed three days after the discovery.